Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. 26 months post index procedure during a revascularisation procedure one nc euphoria balloon catheter and one resolute onyx des were used and plaque shift occurred and was treated with implant of a resolute onyx des.

Manufacturer narrative:
Additional information: the investigator assessed the event was not related to index device or anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: investigator assessed the event was unlikely related to index device or antiplatelets medication. Correction: event date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.